Manufacturer narrative:
Batch review performed on 02 aug 2021: lot 2001444: (B)(4) items manufactured and released on 18-jun-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 02 aug 2021: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 lot. 2006686 (k112115): (B)(4) items manufactured and released on 05-oct-2020. Expiration date: 2025-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection (pathogen is unknown). The surgeon performed a washout and revised the head and liner 4 months and a half after the primary surgery. The surgery was completed successfully.